Manufacturer narrative:
(B)(4). Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while testing with the bd veritor ¿ at-home covid-19 test, discrepant results were obtained. The results were positive and did not match previous negative results. There was no report of patient impact. (B)(4). The following information was provided by the initial reporter: first test was negative and subsequent and most recent tests (bd veritor at home) were positive.

Manufacturer narrative:
Investigation summary: this summarizes the investigation results regarding a complaint that alleges ¿customer took a few different at home covid tests. First test was negative, the last tests (bd veritor at home covid-19 test (material # 256094), batch number unknown) ¿were positive.¿ bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. Technical support advised customer to follow up with a health care provider. The root cause could not be identified. Currently, there are no adverse trends identified for discrepant results.

Event description:
It was reported that while testing with the bd veritor ¿ at-home covid-19 test, discrepant results were obtained. The results were positive and did not match previous negative results. There was no report of patient impact. Eua(B)(4). The following information was provided by the initial reporter: first test was negative and subsequent and most recent tests (bd veritor at home) were positive.